Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on august 27, 2009 alleging that her onetouch ultra2 meter was reading inaccurately high compared to her normal readings. She reported blood glucose results of "178, 279, 124, 126, 177, 155, 171, 152, 179, 146, 160, 140 mg/dl," which were reported to be inaccurate high. As a result of the meter readings, the pt claimed she was eating less than normal, but continued to take her usual dose of oral diabetes medications. The pt claimed that approximately 3 days after the alleged issue began she felt hypoglycemic with symptoms of shaking, sweating, and nausea. It is unk if the pt tested during these symptoms if she treated these symptoms. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. Replacement products were still sent to the pt. This complaint is being reported because the pt allegedly developed hypoglycemic symptoms 3 days after she started to obtain alleged high meter readings. The pt indicated that she was eating less than normal as a result of the meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.